Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the single use 3-lumen sphincterotome v the cutting wire of the papillotome broke or was damaged when cutting under tension. The reported malfunction occurred during a therapeutic endoscopic retrograde cholangio-pancreatography. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the coated portion of the cutting wire was torn, and the broken portion was scorched and melted at proximal end. Based on the results of the investigation, it was determined that the cutting wire was broken at proximal end site. It's likely the coating portion peeled off because the cutting wire was moved back and forth while the coated portion was in contact with the distal metal part of endoscope. Furthermore, probable causes of the broken cutting wire include: 1) the coated portion was torn. 2) the cutting wire was exposed by the tear. 3) the exposed wire came in contact with the endoscope. 4) the device was energized with high-frequency current while the exposed part of wire was in contact with the endoscope. 5) the energization caused an electric discharge, resulting in break of the cutting wire. A definitive root cause of the reportable malfunctions could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.